Event description:
The customer reported that his blood glucose reached between 267 mg/dl to 296 mg/dl less than 5 hours after the pod was activated and he noticed the canula was not all the way inserted into the infusion site. He also stated that he was not sure if it had inserted correctly during the activation process and that he had to tape the pod down with add'l adhesive product.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.